Event description:
The device was returned to the manufacturing site for service. During initial testing at the manufacturing site, the device delivered an unrequested bolus dose delivery. There were no reports of any adverse patient events while the device was in clinical use.

Manufacturer narrative:
The device was received. Investigation is not complete. The unrequested bolus dose delivery event that the device is being reported for was noted during manufacturing testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel.